Event description:
The portable needle disposable box is designed poorly, and can be dangerous to the person using it to dispose of the used syringes and needles. The box is very hard to use in that, the needles and syringes get stuck to the flap on top of the 3"x6" box and they snap back and prick the user's finger. Co is no longer making the device at this time but they could be responsible for the ones still being used from their clients. Co also tried to explain that the device if used properly should not give any problem to the person using it. Rptr's partner started an IV and handed the 18 ga needle to them. They immediatley placed the needle on the surface of the device and pressed down on the surface. As the needle fell in the box, the hub end of the needle fell in first kicking the sharp end up sticking rptr in the right middle finger, just under the finger nail. The rptr was seen for treatment in employee health.